Manufacturer narrative:
The event was reported to have occurred in (B)(6) 2018. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion in the critical care area. The device was programmed to deliver 500ml of normal saline at a rate of 100ml/hour as a primary infusion and one unit of packed red blood cells (prbcs) at a rate of 100/hour as a secondary infusion. The user noticed during the transfusion the bag of blood did not appear to be draining at a normal rate. The user then checked clamps, IV site/IV patency, reviewed pump settings and increased the rate to 125 ml/hr. The user continued to monitor the transfusion and blood bag still appeared to be draining very slowly. The patient received approximately 10-20 ml's in 2 hours. The normal saline bag was found clamped but the level also appeared lower than normal. The user called a second user to access/evaluate the equipment. The equipment was checked and blood bank and doctor were notified. Per blood bank, the user disposed of blood and a new transfusion order was placed by doctor with a new intravenous pump and new transfusion was started without issues. There was no known patient injury or medical intervention associated with this event. No additional information is available.